Manufacturer narrative:
The reported event of the device continuously running the rv threshold test and delivering backup pulses was confirmed. Based on the information provided, it was determined that there is a hardware issue resulting in the analog to digital conversion (adc) value being out of range. When the adc value is not within the expected range, the autocapture algorithm should terminate with a bad baseline error code. In this scenario, the first pulse has a bad baseline and instead of terminating the algorithm remains at the same amplitude and generates the test pulse indefinitely until the search is terminated by other events.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. The implantable cardioverter defibrillator (ICD) was noted to be performing ongoing right ventricular (rv) capture confirm threshold testing and delivering backup pulses outside of expected parameters. Programming changes were made to resolve the issue. Patient condition was unknown.